Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k), and ise chloride (cl) on about 20 samples. Of those 20, the customer provided data for five samples, and of those five, it was determined that two samples had erroneous k results that had been reported outside of the laboratory. The customer indicated that service was onsite prior to the event to remove a rack from the system. The customer then indicated they started receiving instrument alarms. As part of troubleshooting, three samples had been reloaded on the instrument and additional instrument alarms were generated. The customer made sure the reagent bottles were seated and the samples were repeated and generated results that matched the initial questionable results. Patient 1 had an initial k result of 4.66 mmol/l; which was generated on (B)(6) 2014 and was reported outside of the laboratory. The sample was repeated on the same instrument on (B)(6) 2014 after service was onsite. The repeat result was 5.58 mmol/l. The customer deemed the repeat result to be the correct result and issued a corrected report to the physician and triage nurse. There was no adverse event. Patient 2, a male with a date of birth of (B)(6), had an initial k result of 4.9 mmol/l; which was generated on (B)(6) 2014 and was reported outside of the laboratory. The sample was repeated on the same instrument on (B)(6) 2014 after service was onsite. The repeat result was 5.5 mmol/l. The customer deemed the repeat result to be the correct result and issued a corrected report to the physician and the triage nurse. There was no adverse event. The lot number and expiration date for the k electrode in use was requested, but was not provided by the customer. The field service representative could not determine a cause and could not reproduce the malfunction. He performed a precision check on the normal level ise control; all results were within specification. Precision and accuracy were verified. The customer indicated that after the service visit on (B)(4) 2014, calibration and qc has been fine for na, k and cl; and that the issue was resolved.

Manufacturer narrative:
The investigation determined that the values for the internal standard were very stable during the issue. This indicates that the ise unit was functioning properly. The calibration values indicate that the affected samples were measured from a calibration that was based on mishandled calibrators. Calibration with evaporated standards causes low patient results and low qc.